Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving dilaudid 100.0mcg/ml at 20.96 mcg/day, clonidine 100.0mcg/ml at 20.96 mcg/day, and bupivacaine 2.5mg/ml at 0.5240 mg/day via an implantable pump for non-malignant pain. On an unknown date, the pump pocket enlarged with fluid. The patient also had increased pain that radiated around buttock and down into the groin area. On (B)(6) 2015, fluid was drained from around the pocket. No infection was noted. On (B)(6) 2015, an x-ray was performed and showed the pump was in place, the catheter was attached to the pump and there were no obvious defects or problems. On (B)(6) 2015, a pump/catheter surgical exploration was performed. The pump was surgically removed, a new mesh pouch was placed over it, and then the same pump was re-implanted and repositioned. A catheter cerebrospinal fluid (csf) leak was identified. The lumbar/pump portion of the catheter was revised. The event resulted in in-patient hospitalization. On (B)(6) 2015, the event resolved without sequelae. It was reported as related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.